Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a low battery alarm and not being able to change battery due to not being able to remove battery cap. Customer's blood glucose was 466 mg/dl. Customer initially was not able to remove battery cap with quarter or flat-head screwdriver. In the end, customer was able to remove battery cap. Customer was advised that battery cap would be replaced.